Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer observed incorrectly printed labels for hil and lipase while using the alinity ci analyzer with alinity ci software version 2.5. The customer stated multiple attempts to print barcode labels resulted in vertical and horizontal spacing being shifted and part of the barcode was missing after the label was peeled off. No patients were involved and no impact to patient management was reported.